Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). This occurred during use with a dummy tummy made from a drain bag and an ultraset. The registered nurse (rn) stated that the dummy tummy was sealed and air tight. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.